Event description:
It was reported that pump experienced malfunction alarm with code displayed and was not linked to any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised customer to continue using pump and call back if issue returned, which customer acknowledged and understood.